Manufacturer narrative:
Exemption number e2011017. On 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by (B)(4). The case comes from (B)(4) and refers to a patient (B)(6) who died 1 year after using hyalgan to treat a primary osteoarthritis bilateral. Follow-up information has been collected to verify the causal relationship between the event and hyalgan administration. From this information no clear data emerged supporting the reasonable relationship either from a clinical/pharmacodynamic point of view or temporal. The cause of death of this elder patient is unknown. So, the case has been deemed by the company as serious due to the death of the patient, but with remote causality. However, a conservative approach suggests the company to notify the case to the health authorities. No new signal alert has been detected. 03-oct-2017: the case is submitted again as initial case as requested by FDA emdr team in date 02-oct-2017 via email. When it was initially sent in date (B)(6) 2017, it was coded wrongly only as follow-up case instead of "initial case and follow-up".

Event description:
Initial and follow up information have been processed together. (B)(4). Adverse event involving an (B)(6) female patient. Medwatch form reported death of patient occurred (B)(6) 2017. The patient's medical history included primary bilateral osteoarthritis. The report indicated that the patient had no known allergies. No other information, including medications, was provided. The causal relationship between the patient's death and hyalgan is unknown and not provided. It was reported that the date of use of hyalgan was (B)(6) 2016 and received five injections; the reported patient's death is (B)(6) 2017, one year later. No other information was provided or known. (B)(4), (01-aug-2017) - follow-up information has been received from the initial reporter. Hcp was identified. Hcp was contacted and consulted regarding this case. Detailed hcp notes have been provided to (B)(4). Hcp notes are summarized in the summary of event. Correction made to the patient gender. On 01-aug-2017 response received from reporter, (B)(6) specialty pharmacy. The only additional data available was the patient's health care practitioner name and contact information. Contacted hcp ((B)(6) 2017, 8:15am et) who stated that it was highly unlikely that hyalgan is in any way related to the patient's death due to the nature of the product. The hcp reviewed patient data and provided (B)(4) with detailed patient notes. The gender of the patient has been corrected to female per the hcp information provided. The female patient has the same date of birth. Hcp stated that this was the only patient, same initials and date of birth, who obtained hyalgan via (B)(6) specialty pharmacy. An internet search was performed on the patient identified in the hcp notes. An obituary notice was located noting the same name as the patient identified in the hcp notes, same date of birth and date of death as the patient identified in the original (B)(6) specialty pharmacy medwatch documentation.

Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer (B)(4). To submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4). And imported into the USA by (B)(4). (B)(4). The present MDR report satisfies the reporting obligations for both companies. The case comes from fidia us and refers to a patient (B)(6) year-old who died 1 year after using hyalgan to treat a primary osteoarthritis bilateral. Follow-up information has been collected to verify the causal relationship between the event and hyalgan administration. From this information no clear data emerged supporting the reasonable relationship either from a clinical/pharmacodynamic point of view or temporal. The cause of death of this elder patient is unknown. So, the case has been deemed by the company as serious due to the death of the patient, but with remote causality. However, a conservative approach suggests the company to notify the case to the health authorities. No new signal alert has been detected. Device was not available.

Event description:
Initial and follow up information have been processed together. (B)(4) adverse event involving an (B)(6) year old female patient. Medwatch form reported death of patient occurred (B)(6) 2017. The patient's medical history included primary bilateral osteoarthritis. The report indicated that the patient had no known allergies. No other information, including medications, was provided. The causal relationship between the patient's death and hyalgan is unknown and not provided. It was reported that the date of use of hyalgan was (B)(6) 2016 and received five injections; the reported patient's death is (B)(6) 2017, one year later. No other information was provided or known. (B)(4), ((B)(6) 2017) - follow-up information has been received from the initial reporter. Hcp was identified. Hcp was contacted and consulted regarding this case. Detailed hcp notes have been provided to fidia pharma USA. Hcp notes are summarized in the summary of event. Correction made to the patient gender. On (B)(6) 2017 response received from reporter, (B)(6) specialty pharmacy. The only additional data available was the patient's health care practitioner name and contact information. Contacted hcp ((B)(6) -2017, 8:15am et) who stated that it was highly unlikely that hyalgan is in any way related to the patient's death due to the nature of the product. The hcp reviewed patient data and provided fidia pharma USA with detailed patient notes. The gender of the patient has been corrected to female per the hcp information provided. The female patient has the same date of birth. Hcp stated that this was the only patient, same initials and date of birth, who obtained hyalgan via (B)(6) specialty pharmacy. An internet search was performed on the patient identified in the hcp notes. An obituary notice was located noting the same name as the patient identified in the hcp notes, same date of birth and date of death as the patient identified in the original (B)(6) specialty pharmacy medwatch documentation.

Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of fidia pharma USA inc. (The importer). The present MDR report satisfies the reporting obligations for both companies. The case comes from fidia us and refers to a patient (B)(6) who died 1 year after using hyalgan to treat a primary osteoarthritis bilateral. Follow-up information has been collected to verify the causal relationship between the event and hyalgan administration. From this information no clear data emerged supporting the reasonable relationship either from a clinical/pharmacodynamic point of view or temporal. The cause of death of this elder patient is unknown. So, the case has been deemed by the company as serious due to the death of the patient, but with remote causality. However, a conservative approach suggests the company to notify the case to the health authorities. No new signal alert has been detected. Follow-up information (07-sep-2017): the follow-up version has been created in order to communicate that the batch analysis performed from our qa dept. On the sample from archive, showed there were no quality issues on the product which was complaint with the specifications. Device was not available.

Event description:
Initial and follow up information have been processed together. (B)(4) adverse event involving an (B)(6) female patient. Medwatch form reported death of patient occurred (B)(6) 2017. The patient's medical history included primary bilateral osteoarthritis. The report indicated that the patient had no known allergies. No other information, including medications, was provided. The causal relationship between the patient's death and hyalgan is unknown and not provided. It was reported that the date of use of hyalgan was (B)(6) 2016 and received five injections; the reported patient's death is (B)(6) 2017, one year later. No other information was provided or known. (B)(4), (01-aug-2017) - follow-up information has been received from the initial reporter. Hcp was identified. Hcp was contacted and consulted regarding this case. Detailed hcp notes have been provided to fidia pharma USA. Hcp notes are summarized in the summary of event. Correction made to the patient gender. On 01-aug-2017 response received from reporter, (B)(6). The only additional data available was the patient's health care practitioner name and contact information. Contacted hcp (01-aug-2017, 8:15am et) who stated that it was highly unlikely that hyalgan is in any way related to the patient's death due to the nature of the product. The hcp reviewed patient data and provided fidia pharma USA with detailed patient notes. The gender of the patient has been corrected to female per the hcp information provided. The female patient has the same date of birth. Hcp stated that this was the only patient, same initials and date of birth, who obtained hyalgan via (B)(6). An internet search was performed on the patient identified in the hcp notes. An obituary notice was located noting the same name as the patient identified in the hcp notes, same date of birth and date of death as the patient identified in the original (B)(6) medwatch documentation. Follow-up (07-sep-2017): after batch analysis on hyalgan 20mg/2ml solution for injection (hyaluronate sodium; batch no: 155900) no quality issues were highlighted.